Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
During a routine device check, the lv lead impedance was found to be significantly elevated. Cxr was unremarkable. Patient referred for possible lv lead revision/replacement. During procedure fluoroscope showed no lead/insulation disturbances. Traction on the lead pin before set-screw loosened suggesting adequate contact. This lead was disconnected from original can, inspected and tested. All values normal, can replaced with new one, and this lv lead was connected to new can.